Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had errors on the integrated electrosurgical unit (iesu). The customer had restarted the iesu and the system with no change. The customer stated that they ended the call the first time they called in as they were sent to voicemail and had called back after they had converted to another da vinci system. The customer was continuing with the case. The procedure was converted to another da vinci system. Isi followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The patient tolerated the change when the procedure was converted to another da vinci system. There was an unspecified patient injury as a result of the issue. There was a 30-minute procedure delay due to the issue. The procedure was completed robotically with the other da vinci system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite and was able to reproduce the errors upon initial startup on the integrated electrosurgical unit (iesu). The errors did not return after the generator was replaced. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: an erbe error indicating that the voltage was too low in the on state.

Manufacturer narrative:
The electrosurgical generator unit (esu) has been returned and evaluated by the failure analysis (fa) team on 5/1/2025. Failure analysis was confirmed and reproduced. A visual inspection of the unit has no significant scratches or dents. The front bezel is in decent condition. (C-34 error on start-up and mono coag activation) were noted on the iesu unit that was placed on golden system and was run in normal mode.

Event description:
Refer to h11 for follow-up information.